Manufacturer narrative:
Device evaluation the pipeline device was returned for evaluation with the catheter. As received, the approximately 1.5cm of the pipeline braid was observed to be partially deployed out of the catheter tip and released from the capture coil. The pipeline pushwire was observed to be within the catheter. For further examination, the catheter was dissected to remove the pipeline delivery system. The pushwire within the capture coil was observed to be bent. The capture coil was observed to be damaged (stretched). The pipeline braid was observed to be fully open with the distal and proximal ends having moderate fraying, and the middle section having no damage. Pushwire bending was observed approximately 2 to 7cm as well as approximately 64cm from distal tip coil. The proximal bumper was observed to be loose on the pushwire. The coating of the entire pushwire length was examined under a video inspection system for coating integrity. Coating damage was observed approximately 12cm from the proximal end to the proximal end. Based on the analysis findings and event details, the report that the pipeline was stuck inside the capture coil could not be confirmed; the returned pipeline braid was observed to be released from the capture coil. It is possible that the stretched capture coil, kinked pushwire, frayed braid, and patient¿s tortuous anatomy may have contributed to the reported issue. However, the cause for the damages could not be conclusively determined. In addition, pipeline pushwire coating was observed; the coating damage on the pushwire appeared to have been caused by mechanical scraping and abrasion by a metal torque device (pin vise) and/or rhv valve. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): ¿detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system. Rotate the delivery wire only in a clockwise direction. Rotating in a counter-clockwise direction may make device release more difficult or impossible. If the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline device has not been returned for evaluation. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline device did not open during a procedure. The patient was undergoing embolization of an aneurysm in the left ophthalmic internal carotid artery (ica). The left vessel was tortuous. The devices were prepared as indicated in the IFU. It was reported that at deployment, the head of the pipeline could not be opened. The physician made many adjustments, but was still unable to open the device. It was noted that there was resistance when adjusting the microcatheter and pipeline. Finally, the pipeline and microcatheter were removed from the patient. The head of the pipeline reportedly opened when removing from the patient. A new pipeline was used to complete the procedure successfully. The patient is currently doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.